Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported device reset was confirmed in the laboratory and was due to a low battery voltage. After uploading the device with the product code, the device demonstrated normal behavior. No sources of high current drain were found during in-lab tests. It is suspected that the device reset was a result of normal battery depletion due to multiple high voltage charges. The cause of hv charges could not be determined. .

Event description:
It was reported that the patient received some shocks. Upon interrogation, the device was found in backup vvi mode. The device image was not retrievable. The device was explanted and replaced.